Manufacturer narrative:
Based on all available information, engineers were not able to confirm the root cause of the intermittent stimulation caused by the ipg. The production record review, database analysis, and device technical analysis revealed no product issues and the ipg displayed normal device characteristics.

Event description:
It was reported that the patient experienced increased pain as a result of intermittent stimulation caused by the device turning off unprompted. The patient also experienced undesired stimulation in her stomach and down the front of her legs. The device was reprogrammed, however, the reported issue persisted. The patient underwent a revision procedure where the devices were explanted and replaced. The patient's status is currently unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7101931; product family: linear st lead kit 50 cm, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7108634.

Event description:
It was reported that the patient experienced increased pain as a result of intermittent stimulation caused by the device turning off unprompted. The patient also experienced undesired stimulation in her stomach and down the front of her legs. The device was reprogrammed, however, the reported issue persisted. The patient underwent a revision procedure where the devices were explanted and replaced. The patient's status is currently unknown.